Manufacturer narrative:
(B)(4). Information was not provided by the contact. Batch # = n9082f. The analysis results found that the er320 device was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining 12 conforming clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported during a laparoscopic colon procedure the clip scissored and came off twice. The clips came off inside the patient but were retrieved. The procedure was completed with an alternate like device with no patient consequences reported and the device will be returned.